Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ part mfg date: (B)(6) 2014. Part exp. Date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7806596 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a 235mm titanium cannulated trochanteric fixation nails implanted on (B)(6) 2014; on (B)(6)2015 the device was explanted. The patient had a hip decompression on (B)(6) 2014 for avascular necrosis. A total hip replacement is planned for the patient in the near future. No additional information is available at this time. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date initially reported as july 16, 2015 ¿ however, this date was the time that the revision surgery occurred, not the event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was preformed: the three (3) devices were received with no apparent issues. The devices exhibited wear consistent with implantation, but were otherwise undamaged. There was no reported product issue. A visual inspection, functional test, and DHR review were performed as part of this investigation. No product issues or discrepancies were found that might have led to the complaint condition. This complaint is confirmed and due to an unknown cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.